Manufacturer narrative:
A product development investigation was performed for the subject device (130 deg aiming arm f/trochanteric fixation nails 130 deg aiming arm f/trochanteric fixation nails), part number 357.366, lot number 5063383.the subject devices were returned with the complaint condition stating the aiming arm and buttress/compression nut were examined and the complaint condition was able to be replicated as the aiming arm was not able to retain the nut securely as intended. Using known good mating parts it was identified that the returned aiming arm was the source of the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The 130 degree aiming arm (357.366) is part of the trochanteric fixation nail system and is used to achieve the proper angle for inserting the helical blade for proximal locking of the nail and a locking bolt/screw for distal locking of short nails. The 130 degree aiming arm is one of three aiming arms available in the system (125 degree - 357.365 and 135 - 357.367). After the nail is inserted into the femur, the aiming arm is attached to the insertion handle and a buttress/compression nut (357.371) and blade guide sleeve (357.369) assembly are inserted through the aiming arm and locked into position. A helical blade can be inserted and locked into the nail following insertion of a guide wire and predrilling. The returned aiming arm and buttress/compression nut were examined and the complaint condition was able to be replicated as the aiming arm was not able to retain the nut securely as intended. The returned buttress/compression nut was tested with a known good aiming arm (357.366 lot 4567002) and the aiming arm was able to securely retain the returned nut, as such it was determined that the nut was not contributing to the complaint condition. Additionally the returned aiming arm was tested with a known good buttress/compression nut (357.371 lot 4546699) and the complaint condition was again able to be replicated as the returned aiming arm was unable to form a secure connection; as such it was determined that the aiming arm was responsible for the complaint condition. Further examination found significant wear on the device body below the locking slide plate, which would inhibit the aiming arm from securely retaining a buttress compression nut. No definitive root cause was able to be determined; however the failure mode is typically associated with wear and tear. As the device is 11+ years old (manufactured in august-2005), this root cause is likely. Relevant drawings for the returned instruments were reviewed (both from the time of manufacture and present revision): aiming arm and buttress/compression nut. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot numbers and no mrrs or complaint-related issues were identified with the lots number which may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a proximal femur open reduction internal fixation (orif) of the right hip on (B)(6) 2016 the locking mechanism that holds the buttress /compression nut in to the aiming arm was not holding its connection. The surgeon used same the instrument to complete the procedure by repositioning the buttress /compression nut back into the aiming arm each time it popped out. Routine intraoperative x-rays were taken as standard for the procedure. There was a surgical delay of 10 seconds due to the reported event. There was no patient harm. The procedure was completed successfully. The patient was in stable condition after the procedure. Concomitant device reported: helical blade insertion sleeve (part # unknown, lot # unknown, quantity of 1). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.